Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was brought into the clinic for an insertable cardiac monitor (icm) device check and the icm device could not be interrogated. The following day, an x-ray was performed which confirmed the device was no longer implanted in the patient. The physician indicated they do not suture the icm device pocket incision closed after implant. The physician believes if there is back pressure toward the incision, then the device can put pressure on the incision and simple movements by the patient can cause the device to be pushed out of the incision. In this case, the specific cause was not determined. No adverse patient effects were reported.